Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap contained particulate matter. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.